Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed. The file was opened to document the issue that was reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts.

Event description:
It was reported that the customer is replacing the (syr/pca) display board. Npr - no product returned. Although requested, further information was not provided.